Event description:
Initial results for two pt lipases were 276 and 50 u/l. When repeated, the results were 45 and 1000 u/l respectively. The incorrect results were not used to guide therapy. The field dervice rep found that the reagent probe was out of adjustment and repaired the instrument by adjusting the probe.